Event description:
A male pt contacted customer support to report that when he went to charge his battery pack that morning, he noticed none of the lights on the battery charger were lit. Support asked him to check to see if the green led on power supply brick was lit, it was not. Support asked him to try a different ac outlet which also did not work. A replacement battery charger was provided.

Manufacturer narrative:
Device eval of battery charger has been completed. The reported problem was confirmed. The cause of the lack of lights on the battery charger was a defective 18 volt dc power supply brick that supplies power to the battery charger. The defect was 3 fractured solder connections at transistor q1 within the power supply brick. The root cause cannot be positively identified, but is likely a combination of poorly wetted solder connections at q1 combined with a mechanical impact, such as a drop onto a hard surface. Visual inspection of other solder connections within the power supply brick found no other fractured connections or evidence of poor wetting. This is an unusual occurrence. No adverse event resulted from the damaged battery charger. The pt rec'd a replacement battery charger. See scanned page.